Event description:
It was reported that the pump was programmed to deliver vancomycin (1.75g/500ml) over two hours at a rate of 250ml/hr, however the patient received only half of the bag. After administering, there was 250 ml left in the bag. There was no patient harm. Initial device evaluation was performed by customer biomedical engineering which found the rate accuracy test result was low at 11.12ml. The patient side occlusion test passed at 8.52psi and the fluid side pressure test passed. Biomedical engineer also noticed that when starting the rate accuracy test, it took several tries before the module started to run due to a "flow blocked" error. After a few tries it gave the low volume result above.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for evaluation?, returned to manufacturer on, device evaluation by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of vancomycin was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. ¿ laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. ¿ the event was reported to have occurred on (B)(6) 2025. The event time was not reported. ¿ at 12:58 am the pump alarmed for ¿safety clamp open¿, two (2) minutes later the remote IV was received and the apr data began. An infusion was programmed via interoperability using suspected to be vancomycin at a rate 250 ml/hr and a vtbi of 500 ml. The infusion was started. Shortly after the user paused and restarted the infusion. ¿ from 2:22:35 am to 2:25:43 am the pump module alarmed for ¿air in line¿ for 2 minutes and 56 seconds, the user restarted the infusion, then the user paused the infusion, finally the user restarted the infusion. ¿ at 3:05 am the infusion was completed (kvo) and the pump module was channeled off. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion of vancomycin was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, c0601, c17, d01, d15, d07, g02017, g04067, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump was programmed to deliver vancomycin (1.75g/500ml) over two hours at a rate of 250ml/hr, however the patient received only half of the bag. After administering, there was 250 ml left in the bag. There was no patient harm. Initial device evaluation was performed by customer biomedical engineering which found the rate accuracy test result was low at 11.12ml. The patient side occlusion test passed at 8.52psi and the fluid side pressure test passed. Biomedical engineer also noticed that when starting the rate accuracy test, it took several tries before the module started to run due to a "flow blocked" error. After a few tries it gave the low volume result above.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.